Event description:
The patient underwent a revision surgery to re-position the receiver stimulator under general anaesthetic on (B)(6) 2023. The implanted device remains.

Manufacturer narrative:
This report is submitted on july 20, 2023.